Event description:
New information received indicates that the patient was fine afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to insert the lead connector to the device header. The lead was not used and another was implanted instead. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.